Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "capsular contracture/ruptured,¿ baker grade not specified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling. Serial #: serial number (B)(4) was provided; however, it does not populate in our system.

Event description:
Healthcare professional reported reason for bilateral removal as "capsular contracture/ruptured,¿ baker grade not specified. This record is for the left side. Manufacturer of the device is unknown.